Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 meniscal cinch (no batch identifier present). Was received for investigation. The distal end of the cannula was severely bent, and loose off of the end of the shaft. The distal end was also slightly twisted to one side. The observed condition preventing proper deployment of the second implant. This event is consistent with user applied forces via prying/leveraging and torquing of the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during meniscus repair surgery the tip broke during insertion but not broke off, so the tip is still there on the implant. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 23-mar-2021 (B)(6). Further information were provided that the tip of the meniscal cinch was bent and due to this failure the second implant could not be deployed. The customer has then used a new device with the same part number to finish the surgery successfully.